Event description:
Caller states that a patient allegedly received the following results, with two different meters, within 10 minutes: hi (greater than 600 mg/dl) (inform system 1) and 232 mg/dl (inform system 2). Caller is uncertain whether all readings were from fingersticks. Caller states that controls were run and passed prior to the incident; however, actual results were not provided. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform system 2. (B)(6).